Event description:
It was reported that during an unk procedure, the device kept firing clips by itself. It is unk how the procedure was completed. No pt impact was reported.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.